Event description:
A bracket that was supporting a stirrup attached toa relax+ table detached from the table. The stirrup was holding the leg of a (B)(6) pt. The bracket detached when the stirrup sustained an impact from a technician. The pt's leg dropped but a technician caught the leg. The pt was not injured.